Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the bottom electrode popped up. The surgeon stated the tissue was relatively normal. There were no patient consequences. Case completed with another device of the same product code. One device will be returned.

Manufacturer narrative:
(B)(4). Additional information: ceramic the device was received with the electrode detached and returned. The ceramic is missing. The ceramic was damaged by the separation of the electrode from the lower jaw. Visual inspection under magnification was performed and evidence of active road was noted. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The active road touch the jaws when they are closed, the active road to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60.